Event description:
The nurse reported that a posterior capsule tear occurred. The surgeon was able to perform an anterior vitrectomy and completed the case. The nurse declined to release more info.

Manufacturer narrative:
The company service rep examined the system, and found the vitrectomy connector was difficult to engage. The cpc connector was replaced to mitigate the difficulty connecting the anterior vitrectomy probe to the system. The cpc connector was disposed of in the field. The system was then tested and met all product specs. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. A review of complaints for the last 24 months did not indicate any additional reports for this system. A review of the service history for this system for the last 24 months did not indicate any additional, related unplanned service requests for this system. This report was mailed to FDA on: 10/02/2009.